Event description:
After treatment with cosmoplast the physician reported "swelling, redness, itching and nodules in all treated sites. After additional treatment complete resolution". Additional treatment included "colorfenamine fl intramuscular and betarnetasone 1mg (3/day) for 1 week".